Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (unknown serial/lot); product type: 0195-heart valves; explant date; na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure into a patient with a bicuspid aortic valve anatomy, the patient was pre-dilated with a 24 mm non-compliant balloon and became hemodynamically unstable and decompensated. Suicide ventricle and poor contractile reserve were suspected. The valve was introduced quickly and deployed, with one recapture performed to optimize valve position. The valve was deployed at good depth, but the patient continued to be unresponsive. The coronary arteries were checked and both coronaries were patent. The patient subsequently died.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: g2. Was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure into a patient with a bicuspid aortic valve anatomy, the patient was pre-dilated with a 24 mm non-compliant balloon and became hemodynamically unstable and decompensated. Suicide ventricle and poor contractile reserve were suspected. The valve was introduced quickly and deployed, with one recapture performed to optimize valve position. The valve was deployed at good depth, but the patient continued to be unresponsive. The coronary arteries were checked and both coronaries were patent. The patient subsequently died. Additional information was received to report the cause of death was a suicide ventricle; there was no contractile reserve following the pre-implant balloon dilation. Per the physician, the patient's death was not caused "in any way" by the medtronic valve or the delivery catheter system.